Event description:
X-rays were received by manufacturer for review. Review of x-rays identified that the lead connector pin does not seem to be fully inserted into the generator header. No lead break was observed on the portion of the lead that could be seen. The cause of the high impedance may be due to a lead pin not being fully inserted into the generator header; however, this cannot be confirmed. No surgical interventions have been performed to date.

Manufacturer narrative:
Device manufacturing records were reviewed. Review of manufacturing records of the lead confirmed all quality tests were passed prior to distribution. Device failure is suspected, but did not cause or contribute to a death or serious injury.

Manufacturer narrative:
Manufacturer reviewed x-rays of implanted device. X-rays reviewed by the manufacturer, lead pin does not appear to be fully inserted past the connector block of generator.

Event description:
It was reported that device diagnostics resulted in high impedance (>10,000 ohms). It was reported that over the last two months the patient experienced a minor increase in seizures (2 seizures in 6 weeks instead of 1 seizure in 6 weeks). It was reported that the device was programmed off and x-rays were performed. The physician believes that the increase in seizures is related to vns therapy. No trauma occurred that is believed to have caused or contributed to the high impedance. It is unknown if the increase in seizures is above the patient's pre-vns baseline frequency. It was reported that the physician plans on monitoring the patient's seizures over the next 6 months because the patient has not experienced a "spectacular" effect of vns.